Event description:
On 01/26/2001, the facilities charge nurse/operating room informed the MFR's representative of the following: the "or" dept implanted the device, flushed device and noticed leak at device body. No further details are available at this time.